Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was kinked the following information was received by the initial reporter with the following verbatim it was reported by a customer that the tubing was kinking.

Event description:
No additional information was provided.

Manufacturer narrative:
Additional information: initial reporter's address. H10: the customer reported the tubing is kinking, potentially causing flow issues, and returned 2 samples and several photos of material 2420-0007, lot 25116011. Upon initial visual examination, the set had no defects or abnormalities. The photos and the smart site of one of the sets did verify the complaint of tubing kinked, at the inlet of the y sites, and around the clamps. The kinks reported, while indeed the tubing is 'deformed', is normal functioning of the tubing. The indents left in the tubing from the clamps will not affect the functionality of the tubing. The sets returned were infused with water, and did not have any issues observed in terms of flow issues or leaks. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The investigation was unable to trace the reported issue to the manufacturing process. The root cause is unknown.